Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump was received for evaluation. A separation within confined abrasion was noted on the exhaust tubing going to cylinder 1. Testing revealed this to be a site of leakage. Surface abrasion was noted on all tubes of the pump. No functional abnormalities with the detached connector or cylinders. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Based on examination of the returned product, quality concluded that the tubes of the pump were positioned in such a way to cause the inlet to be of the pump to kink and abrade onto itself while in-vivo. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the pump exhaust tubing going to cylinder 1 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, left cylinder tube leak.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.